Event description:
Customer reported that a pyxis anesthesia es system experienced a database error during a procedure. There was no reported delay. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced a database error during a procedure. There was no reported delay. The nature of the procedure was not disclosed. Patient or user harm was not reported. The event is documented on complaint number (B)(4). A technical support specialist evaluated the device and determined that the malfunction could be traced to a corrupt database. The technical support specialist performed a full database synchronization following the process documented in knowledge article 000007127. After the database synchronization, the issue was resolved.

Event description:
Customer reported that a pyxis anesthesia es system experienced a database error during a procedure. There was no reported delay. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, d4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-may-2020 to 19- may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction could be traced to a corrupt database. The technical support specialist performed a full database synchronization to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.